Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read "high." The customer resolved the issue by disconnecting, priming the tubing, and resuming insulin delivery.